Event description:
It was reported that a button was not responding on the customer's insulin pump and the customer received multiple alarms. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 277 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was unable to verify failed battery test, battery out limit or excessive no delivery alarm due to button/keypad anomaly. The insulin pump received with cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.